Event description:
It was reported that during a replacement surgery, high impedance was seen after the new generator was implanted. It was noted that the physician believed the lead to be damaged. The new generator was not implanted and discarded but a lead revision was not performed and will be replaced at a later date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that excessive force was not used during revision and the lead casing was broken at the generator. There was no trauma or manipulation to the site. Troubleshooting was also performed including hearing the setscrew click when tightened, visualizing the lead pin past the second connector block, and performing a lead tug test.

Manufacturer narrative:
B5, corrected data: additional information regarding troubleshooting was inadvertently omitted from the initial report.